Event description:
On (B)(6) 2012 customer reported that a bloody fluid leak (amount undetermined) was found near the blood detector 3 (bd3) area of the lh750 instrument while troubleshooting. Customer stated that they were troubleshooting for white crystals observed on the inner front cover of the instrument. The fluid was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a fluid leak at pinch valve 25 (vl25) and pinch valve 116 (vl116). Fse replaced the tubing at these pinch valves and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).